Manufacturer narrative:
The pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock entering cardiac output (impella cp with smart assist) section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient was on impella 5.5 support and there was a pump stop. The pump was restarted and upon restarting, there were purge pressures high and flows dropped. Big spikes in the left ventricle waveform and appeared to be with pump saturation. The impella was removed and the patient was placed on extracorporeal membrane oxygenation. It was further reported that about twelve hours later, the patient expired. The relationship to the cause of death and the impella is unknown.

Manufacturer narrative:
The investigation into temporary pump stop and saturated flow has been completed. The pump was inspected and biomaterial was found on the impeller. The catheter was found to be completely broken by the kink protector; opening the kink protector shows the motor cables and purge line to be intact. This is likely unrelated to the root cause of the reported failure modes as temporary pump stop and saturated flow did not reproduce in the lab. The returned data logs from the field show motor current spikes with speed deviations after which there was saturated flow and temporary pump stop. This log pattern is likely as a result of biomaterial ingestion. Flows were at 5.25l/min while at p7 after motor current spike when the typical range is between 3.9-4.5l/min at that p level. The logs confirm the pump was able to be restarted after the pump stop. The root cause of the temporary pump stop was determined to be due to biomaterial. The root cause of the saturated flow was determined to be due to biomaterial. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-22962.